Manufacturer narrative:
(B)(4).

Event description:
It was reported the screwdrivers from the loan set to remove the screws were broken and the procedure to remove then had to be abandoned. No injury to patient, however procedure abandoned. Patient re-booked for surgery.